Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient went to the hospital at 1:00pm for continuous bleeding at the sensor insertion site. The sensor was inserted into the abdomen on (B)(6) 2018. While at the hospital, the staff applied pressure to the bleeding site with ice and was unsuccessful. Epinephrine was used to shrink the artery and the bleeding stopped. It was indicated that the patient hit an artery during sensor insertion and stayed in the hospital until (B)(6) 2018 for observation. At the time of contact, the patient was doing good. No additional patient or event information is available.